Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery failed to calibrate. There was no patient involvement.

Manufacturer narrative:
Updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery failed to calibrate. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was unable to charge in the cadex charger and displayed an error code ¿fail 128¿. Multiple cadex chargers were used and the error was replicated multiple times. Additionally, the battery failed to trickle-charge in the cadex charger and yielded an error code ¿fail 160 ¿ bad fuse or driver¿. Upon conclusion of the analysis, it was verified that the battery was faulty.